Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested, but unavailable: I don¿t have any additional information. Please provide procedure name. Investigation summary: five packets of product code m8720 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.